Manufacturer narrative:
A33 alarm during the prime/a33 test at 4 lbs due to loose drive support disk. Pump received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.